Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: opening crease sharp on posterior, wear abrasion, creases fold, stress marks and non-penetrating nicks. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening.

Event description:
Pharmacist reporting a rupture and removal of the device. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Pharmacist reporting a rupture and removal of the device. This record relates to the right side.